Event description:
It was reported that during introduction for a percutaneous coronary intervention procedure, a stent prematurely deployed. A 6 x 120 x 120 epic vascular stent delivery system was introduced over a amplatz guide wire and during an attempt to pull the epic vascular stent delivery system (sds) off of the guide wire the stent started deploying. The epic vascular sds was removed from the amplatz guide wire. The procedure was completed with another epic vascular sds and the same amplatz guide wire. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).